Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the driveshaft lug stuck behind the retraction stop. This is a lead performance failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high pacing impedance. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.